Event description:
Boston scientific received information that this lead was going to be explanted for an unknown reason. No patient or specific lead information was provided at the time of this report was completed. A request for additional information has been sent.

Manufacturer narrative:
This report will be update should additional information be obtained.